Event description:
The customer reported clenz leak of approximately 50 ml from the lh 500 hematology analyzer. The customer indicated that the instrument generated ambient temperature errors during the leak and the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and confirmed a leak from the black I-beam tubing through pinch valve pv42 at fittings ft130 and ft150. The fse stated that clenz had overflowed into the peltier module causing ambient and lyse temperature to be out of specification. The fse replaced the tubing to resolve the leak and dried the plugs in the peltier module to correct the temperature errors. Failure mode of the leak is attributed to the black I-beam tubing going through pinch valve pv42, causing fluid to overflow into the peltier module which in turn causing the ambient temperature errors. (B)(4).